Event description:
After further review of the clinical information, the bleeding occurred post introducer removal

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the patient-device interaction problem was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 66-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). During the procedure, there was continuous oozing following the removal of the peel-away sheath and insertion of the repositioning sheath. Manual pressure was applied for 45 minutes, which did not resolve the issue. The physician stated that he nicked the artery and surgical repair of the artery was required in the operating room (or). After 4 hours on support, the device was removed. The post-procedure outcome is survived at explant. Vascular injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
The pump is not returning. This is one of two related reports. This report represents the pump and another report was submitted to represent the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.